Manufacturer narrative:
(B)(4). If any additional information is received by the customer and once the investigation is complete, a follow up MDR will be submitted.

Event description:
The customer reported that there was a "squeal" noise coming out of the upper part of the unit and that the fan was not functioning while using the 3100a ventilator. The customer was in contact with technical support and it was determined that the fan was not functioning per the system alarm. The customer will not be returning the faulty part for investigation. The customer is waiting to receive the ordered part.